Manufacturer narrative:
Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. Power loss alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the insulin pump alarmed pump error was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Insulin pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump received unexpected replace battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer did not receive low battery alarm before replace battery alarm which occurred for several days. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.